Manufacturer narrative:
Additional data: b5: the reporter indicated this was a request for information and was not a real case. There was no product malfunction or patient issue. Claim # (B)(4).

Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4).

Event description:
The reporter indicated the surgeon implanted an icl implantable collamer lens, in the patient's eye. A cataract may have developed and the surgeon is planning to explant the lens. Additional information has been requested but none has been forthcoming. If additional information is received, a supplemental medwatch will be submitted.